Manufacturer narrative:
H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported vyaire medical: transucer (xdcr) fault occurred during usage on a patient. There was not injury or harm to the patient. Medical intervention was not required.